Event description:
The sales rep reported on behalf of the customer, that when in theatre they went to remove the device from the packaging from the inner box and found that the box had cracked all the way through. The sales rep reported that the customer did not want to use this device as they could not confirm whether the sterile packaging was still intact. The sales rep reported that to continue the procedure the customer used another device of the same product code. No adverse consequence reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
Manufacturing date corrected. An event regarding damaged packaging involving a ets. Hip endoprosthesis was reported. The event was confirmed. Device evaluation and results. Visual inspection of the returned product confirmed the damaged packaging. The external blister is broken, the broken piece was not returned. No medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. The investigation concluded that the damaged packaging was caused by bad condition of shipment. It is not possible that the device was manufactured and packaged with this damages which are obvious.

Event description:
The sales rep reported on behalf of the customer, that when in theatre they went to remove the device from the packaging from the inner box and found that the box had cracked all the way through. The sales rep reported that the customer did not want to use this device as they could not confirm whether the sterile packaging was still in tact. The sales rep reported that to continue the procedure the customer used another device of the same product code. No adverse consequence reported.